Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas) and the reported patient outcome could not be conclusively established through this evaluation. If heartmate 3 lvas is returned at a later date, this investigation may be reopened to include the evaluation of the device. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU provides a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that patient ml passed away on (B)(6) 2023 while on hospice care. No other details were provided.